Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid a t a dose of 2.2 mg via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that the patient felt he should be getting more pain relief. There were no environmental, external, or patient factors that may have led or contributed to the issue. A catheter study was started, but they couldn¿t aspirate. It would be performed again in the hospital to inject dye. The patient needed to be monitored after the bolus. The second catheter study was booked for (B)(6) 2017. The issue was not resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and it was unknown if it was planned. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported.

Manufacturer narrative:
The event was updated to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The second dye study was canceled as the patient opted for explant. There were no actions/interventions taken to resolve the inability to aspirate. The inability to aspirate was not resolved as the patient wanted the pump explanted. The information provided was confirmed with the physician/account. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient¿s pump was explanted on (B)(6) 2017. It was noted that the device will be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information received from a consumer via the legal team reported the patient had a delivery and catheter failure that resulted in surgery. It was noted the patient experienced underdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.